Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 29-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings:a review of the black box showed evidence of a short battery life with a voltage drop leading to a call service 128 alarm. The returned battery cap was undamaged and was able to fit. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board. The short battery life complaint was unable to be duplicated.